Event description:
It was reported the cord is pulling away/breaking/has slits at the strain relief. No other information was provided. 02/09/2023 - the returned device exhibited exposed wires.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the cord is damaged at the strain relief. The cord casing on the probe end is pulling away from the strain relief exposing the wires. The root cause of the reported issue is due to use of the product. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.